Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology the spring remained in the cannula after removing the safety needle. The following information was provided by the initial reporter, translated from dutch. "A few weeks ago I spoke to you about a complaint with the yellow neoflons from bd. The spring remained in the cannula after removing the safety needle. We thought that it was limited to one particular lot number at the time, but now today we have found neoflons again with the same problem, and a different lot number. I have opened a number of them and they all had the problem. Some other lot numbers did not. I have taken them out of service again. This time it was a large part of our stock!" Also this time it concerns the alternative the cathena with ref 386815 but now with lot number: 1337251.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology the spring remained in the cannula after removing the safety needle. The following information was provided by the initial reporter, translated from dutch. "A few weeks ago I spoke to you about a complaint with the yellow neoflons from bd. The spring remained in the cannula after removing the safety needle. We thought that it was limited to one particular lot number at the time, but now today we have found neoflons again with the same problem, and a different lot number. I have opened a number of them and they all had the problem. Some other lot numbers did not. I have taken them out of service again. This time it was a large part of our stock!" Also this time it concerns the alternative the cathena with ref (B)(4) but now with lot number: 1337251.

Manufacturer narrative:
The following information was corrected: h.6. Imdrf annex a code: a0510. . Investigation summary: 61 samples were received by our quality team for evaluation. 36 samples, two actual samples in open packaging and 34 representative samples in sealed packaging, were received from the reported batch 1337251 and 25 representative samples in sealed packaging were received from the unreported batch 9331601. The two actual samples were received were subjected to visual inspection to check for safety activation failure. Only the catheter adapter was returned, and the spring was found to be intact in the catheter adapter. The representative samples from both batches passed the safety activation test. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the evaluation on the returned actual samples of the reported batch, the spring, which is one of the blood control components, was found intact in the catheter adapter. This is inconsistent with the verbatim, ¿the spring remained in the cannula after removing the safety needle.¿ as all representative samples passed the safety activation testing with no safety activation failure detected, a root cause cannot be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.